Event description:
During a reconstruction of a pectoralis muscle flap, a visible flame was noted at the tip of the handpiece.

Manufacturer narrative:
Additional investigation initiated to attempt to duplicate and analyze the reported symptom.